Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 576-577 mg/dl; however, pump was not in use at time of bg level. Reportedly, customer administered manual injection via fiask short acting injection to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.